Event description:
It was reported that this right ventricular (rv) lead has had a gradual rise in sock lead impedance (sli). The sli went out of range in (B)(6) 2017. The patient is being monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.